Event description:
A customer reported to baxter corporate product surveillance a vented spike adapter in which broke apart. According to the report, the nurse was switching between an empty glass bottle of ivig and a new bottle when the adaptor came apart. The reporter stated that this occurs frequently, and unknown amounts of medication is lost. The event occured before use. There was no patient involvement. Therefore, there are no reports of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the spike was separated from the connector. Therefore, the reported condition was confirmed. An assignable root cause could not be determined at this time. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. The device used in this situation is 510(k) exempt - (B)(4) therefore, it does not have a us 510k number.